Event description:
Clinical study.it was reported that during a coronary artery drug eluting stenting procedure there was difficulty withdrawing the balloon. The lesion being treated in the index procedure was a 3.0mm, 99% stenosed bifurcated portion of the left main coronary artery extending to proximal circumflex. The physician treated the lesion with predilatation and implanting a taxus liberte 3.00x28mm drug eluting stent in the target lesion. The site reported during withdrawal of the balloon there was severe resistance. The physician used increased force to withdraw the balloon. It was resolved without further treatment.